Manufacturer narrative:
(B)(4). Concomitant medical products: 162307 ¿ bi-metric femoral stem ¿ 966440; 11-173660 ¿ m2a modular head ¿ 430130; 113845 - low profile screw - 426960; 113846 - low profile screw - 255104; 113847 - low profile screw - 297849; 113845- low profile screw - 454210. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00872; 0001825034 - 2019 - 00873.

Event description:
It was reported that patient underwent a second right hip revision approximately 12 years post implantation. During the surgery the patient experienced about 1000ml of blood loss and received 225ml autologous red blood cells from cell saver reinfuser. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon review of the event, it has been determined that this event was a result of a coinciding procedure, and will be reported under medwatch 0001825034-2018-03391. The initial report was forwarded in error and should be voided.